Event description:
A nurse called on behalf of a patient. She stated the patient was receiving high readings around 300-400 mg/dl using her contour meter. She also alleged the patient's insulin had been adjusted due to the readings and the patient was hospitalized for low glucose. No other information was provided about the hospitalization. Attempts were made to contact the nurse after the initial call, but it was not possible to speak with her. No product will be returned.

Manufacturer narrative:
It's not clear from the information provided during the call who was performing the blood glucose tests. For that reason, other and unknown were entered into section d5.